Event description:
It was reported as tibial loosening of a fb sigma. Removed tibia and poly. Used a ticker poly and replaced with a stemmed mbt revision tibia with sleeve. Doi: (B)(6) 2009. Dor:(B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available xrays images were reviewed. Complaint cannot be confirmed. No loosening condition was observed on depuy's device. Based on the provided evidence, it cannot be determine a progressive decay of implant position in relation to initial implantation position. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.